Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "activation permanent alarms," which was not confirmed or reproduced during evaluation. The event history log does not go back as far as the alert date (B)(6) 2015. It only shows data up to (B)(6) 2016 and therefore, the symptom could not be confirmed through the log. The device passed all testing and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-02311 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump constantly displayed an unknown alarm. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.